Event description:
It was reported that during a stent placement procedure, the proximal stent end deployed but the distal stent end would not open up. A pta balloon was used to inflate and open up the stent. There was no reported patient injury.

Manufacturer narrative:
A review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported difficult stent expansion issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'use the following guidelines for proper stent diameter selection. For target lumens ranging from 5 mm to 9 mm, select a stent with an unconstrained diameter of 1 mm larger than the target lumen. For target lumens ranging from 10 mm to 13 mm, select a stent with an unconstrained diameter of 1 to 2 mm larger than the target lumen.' The instructions for use closely describe holding and handling of the system throughout deployment. In regards to pta the instructions for use state: 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.', and 'post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.' The instructions for use further state: 'appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration'. The catalog number identified has not been cleared in the us but is similar to the lifestar vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent products are identified. (Expiry date: 09/2023).